Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital haemorrhage') in an adult female patient who had essure (batch no. C55830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ibuprofen, naproxen and paracetamol (tylenol). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced shock ("neurological conditions or problems type: brain shocks"). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain: other"), headache ("headaches"), vaginal discharge ("vaginal discharge"), pain in extremity ("upper arm pain"), back pain ("back pain"), abdominal pain ("abdomen pain") and arthralgia ("joints pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, mood swings, migraine, dysmenorrhoea, pain in extremity, back pain, abdominal pain and arthralgia had resolved and the genital haemorrhage, pain, headache, weight increased, vaginal haemorrhage, menorrhagia, depression, shock, abdominal distension and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pain, pain in extremity, pelvic pain, shock, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: genital haemorrhage, pelvic pain, psychological trauma, fatigue, gi conditions, headaches, weight gain current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Pathology test - on (B)(6) 2019: final pathologic diagnosis: total laparoscopic hysterectomy bilateral salpingectomy and essure coils: focal mild chronic cervicitis. Proliferative endometrium. Myometrium showing no significant lesion. Focal endometriosis, uterine serosa. Metallic devices consistent with essure coils (per gross description), bilateral fallopian tubes. Paratubal cysts, right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital haemorrhage') in a 33-year-old female patient who had essure (batch no. C55830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, endometriosis and paratubal cyst. Concurrent conditions included obesity. Concomitant products included ibuprofen, naproxen and paracetamol (tylenol). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced shock ("neurological conditions or problems type: brain shocks"). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain: other"), headache ("headaches"), vaginal discharge ("vaginal discharge"), pain in extremity ("upper arm pain"), back pain ("back pain"), abdominal pain ("abdomen pain") and arthralgia ("joints pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, mood swings, migraine, dysmenorrhoea, pain in extremity, back pain, abdominal pain and arthralgia had resolved and the genital haemorrhage, pain, headache, weight increased, vaginal haemorrhage, menorrhagia, depression, shock, abdominal distension and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pain, pain in extremity, pelvic pain, shock, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: genital haemorrhage, pelvic pain, psychological trauma, fatigue, gi conditions, headaches, weight gain. Current weight 235 lbs. Right: 4 coils, left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Pathology test - on (B)(6) 2019: final pathologic diagnosis: total laparoscopic hysterectomy bilateral salpingectomy and essure coils: 1. Focal mild chronic cervicitis. 2. Proliferative endometrium. 3. Myometrium showing no significant lesion. 4. Focal endometriosis, uterine serosa. 5. Metallic devices consistent with essure coils (per gross description), bilateral fallopian tubes. 6. Paratubal cysts, right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. Reporter information, patient medical history, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital haemorrhage') in a 33-year-old female patient who had essure (batch no. C55830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, endometriosis and paratubal cyst. Concurrent conditions included obesity. Concomitant products included ibuprofen, naproxen and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced shock ("neurological conditions or problems type: brain shocks"). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain: other"), headache ("headaches"), vaginal discharge ("vaginal discharge"), pain in extremity ("upper arm pain"), back pain ("back pain"), abdominal pain ("abdomen pain") and arthralgia ("joints pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, mood swings, migraine, dysmenorrhoea, pain in extremity, back pain, abdominal pain and arthralgia had resolved and the genital haemorrhage, pain, headache, weight increased, vaginal haemorrhage, menorrhagia, depression, shock, abdominal distension and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pain, pain in extremity, pelvic pain, shock, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: genital haemorrhage, pelvic pain, psychological trauma, fatigue, gi conditions, headaches, weight gain current weight 235 lbs. Right: 4 coils, left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Pathology test - on (B)(6) 2019: final pathologic diagnosis: total laparoscopic hysterectomy bilateral salpingectomy and essure coils: 1. Focal mild chronic cervicitis. 2. Proliferative endometrium. 3. Myometrium showing no significant lesion. 4. Focal endometriosis, uterine serosa. 5. Metallic devices consistent with essure coils (per gross description), bilateral fallopian tubes. 6. Paratubal cysts, right fallopian tube. Batch no c55830, production date 2014-05-31, expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital haemorrhage') in an adult female patient who had essure (batch no. C55830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ibuprofen, naproxen and paracetamol (tylenol). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2016, the patient experienced shock ("neurological conditions or problems type: brain shocks"). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain: other"), headache ("headaches"), vaginal discharge ("vaginal discharge"), pain in extremity ("upper arm pain"), back pain ("back pain"), abdominal pain ("abdomen pain") and arthralgia ("joints pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, mood swings, migraine, dysmenorrhoea, pain in extremity, back pain, abdominal pain and arthralgia had resolved and the genital haemorrhage, pain, headache, weight increased, vaginal haemorrhage, menorrhagia, depression, shock, abdominal distension and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pain, pain in extremity, pelvic pain, shock, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: genital haemorrhage, pelvic pain, psychological trauma, fatigue, gi conditions, headaches, weight gain current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Pathology test - on (B)(6) 2019: final pathologic diagnosis: total laparoscopic hysterectomy bilateral salpingectomy and essure coils: focal mild chronic cervicitis. Proliferative endometrium. Myometrium showing no significant lesion. Focal endometriosis, uterine serosa. Metallic devices consistent with essure coils (per gross description), bilateral fallopian tubes. Paratubal cysts, right fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: lot no. Was added. New events - hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines / headaches, neurological conditionsor problems type: brain shocks, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: severe bloating, pain, vaginal discharge, weight gain were added. Reporter's information, patient demography, concomitant drugs, lab data were added. Case is upgraded from other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.